Manufacturer narrative:
Qc and calibration were acceptable. No relevant alarms were observed during review of the alarm trace. The investigation did not identify a product problem. The exact root cause could not be determined. However, the available information suggests most likely a preanalytic issue; an improper number of tube inversions during the blood collection process that allowed the creation of microclots undetectable by the clot detection from the analyzer.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for a patient sample tested on a cobas e 801 analytical unit. The initial result was 22.1 ng/l. The repeat result was 3.7 ng/l. The sample was repeated on a different instrument, and the result was 3.0 ng/l (accompanied by a data flag). The test was repeated as the patient's previous result was <3 ng/l.